Event description:
Upon receipt of the device, the customer noticed the red sleeve of the needle was cracked. There was no patient or surgical procedure involved.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The visual inspection confirmed the reported event that the isolation is cracked. In the information provided, it is stated that the failure occurred ¿upon receipt of product¿. After requesting further information it was reported that the device has been used and autoclaved several times and had no defects when received. Furthermore the residues found in the visual investigation clearly show that the device has been used before. The master label on the product as well as the related IFU state that the product is single use only and is not to be re-sterilized. Therefore the root cause can be attributed to autoclaving and multiple use. Summarizing the investigation the failure mode (cracked isolation) can be attributed to a user related root cause (misuse - reuse of single use devices). No indications for any design, material or manufacturing related problems were found in this investigation.

Event description:
Upon receipt of the device, the customer noticed the red sleeve of the needle was cracked. There was no patient or surgical procedure involved.